Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 29 mm sapien 3 valve by tf approach in aortic position, once all the volume (33ml) in the inflation device had been deployed into the commander balloon, the commander balloon burst. An angio was performed and tte was performed which showed that the 29mm s3 valve was in good potion and no paravalvular leak was present. It was then decided to remove the commander ds out of the body through the initial e-sheath access. Some considerable force was required whilst trying to retract the commander delivery system out of the e-sheath. At this stage, part of the commander delivery system came out but the metal wire which exist in the delivery system remained in the patient. Upon visual and angio examination of the retracted commander system it could be identified that part of the burst balloon was still present on the delivery system and the remaining part (including nose cone) was still connected to the wire. Angio imaging showed that the nose cone section and the remaining part of the burst balloon still remained in the patient, just below the common iliac. Several attempts where made to remove the commander system out of the body however angio imaging showed too much resistance in the vascular iliac tract to retract with force. It was then theorized that potential issues of pulling back the remnants of the commander system was because the 16f e-sheath had occluded. Therefore the existing 16f e sheath was removed and a new ew 14f esheath was inserted to pull the commander system out however this only allowed the metal wire part of the commander system to be retracted. The balloon section with nose cone (which was lying over the 0.035 amplatz wire) still remained just below the common iliac bifurcation. A vascular cut down was then performed in an attempt to remove the remaining commander system out of the body. Unfortunately due to the position of the where the nose cone was located, a vascular clamp would be needed in the common iliac portion in order to remove the commander. As the patient was under conscious this was not a feasible option. It was then selected that a snaring device would be used from the left femoral leg. The snare was introduced through a new ew e-sheath 16f. The snaring device latched onto the nosecone section of the commander and pulled through the 16f e sheath present on the left femoral leg. Visual & angio inspection showed that all remnants of the commander delivery system had been removed. Although there were complications in the case, the tavi was successful with no aortic regurgitation. The patient is doing well and recovering. The patient lost approximately three liters of blood during vascular cut down process. Cell saver was used to replenish patient blood loss.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 29 mm sapien 3 valve by tf approach in aortic position, once all the volume (33 ml) in the inflation device had been deployed into the commander balloon, the commander balloon burst. An angio was performed and tte was performed which showed that the 29 mm s3 valve was in good potion and no paravalvular leak was present. It was then decided to remove the commander ds out of the body through the initial e-sheath access. Some considerable force was required whilst trying to retract the commander delivery system out of the e-sheath. At this stage part of the commander delivery system came out but the metal wire which exist in the delivery system remained in the patient. Upon visual and angio examination of the retracted commander system it could be identified that part of the burst balloon was still present on the delivery system and the remaining part (including nose cone) was still connected to the wire. Angio imaging showed that the nose cone section and the remaining part of the burst balloon still remained in the patient, just below the common iliac. Several attempts where made to remove the commander system out of the body however angio imaging showed too much resistance in the vascular iliac tract to retract with force. It was then theorized that potential issues of pulling back the remnants of the commander system was because the 16f e-sheath had occluded. Therefore the existing 16f e sheath was removed and a new ew 14f esheath was inserted into the contralateral side to pull the commander system out however this only allowed the metal wire part of the commander system to be retracted. The balloon section with nose cone (which was lying over the 0.035 amplatz wire) still remained just below the common iliac bifurcation. A vascular cut down was then performed in an attempt to remove the remaining commander system out of the body. There was initial vessel cut down of the second 16f sheath was to allow the esheath to pass an anticipated calcified region on the contralateral side of the delivery system. Unfortunately due to the position of the where the nose cone was located, a vascular clamp would be needed in the common iliac portion in order to remove the commander. As the patient was under conscious this was not a feasible option. It was then selected that a snaring device would be used from the left femoral leg. The snare was introduced through a new ew e-sheath 16f. The snaring device latched onto the nosecone section of the commander and pulled through the 16f e sheath present on the left femoral leg. Visual & angio inspection showed that all remnants of the commander delivery system had been removed. Although there were complications in the case the tavi was successful with no aortic regurgitation. The patient is doing well and recovering. The patient lost approximately three liters of blood during vascular cut down process. Cell saver was used to replenish patient blood loss.

Manufacturer narrative:
The delivery system, two sheaths and atrion inflation device were returned to edwards lifesciences for evaluation. The guidewire lumen was separated from the delivery system and the loader was returned on the flex shaft. The returned devices were visually inspected for any abnormalities. On the delivery system, a tear was observed on distal end of inflation balloon, next to the nose tip. The nose tip appeared torn, but did not appear to be missing any pieces. The guidewire lumen to the nose tip bond was intact. A radial balloon burst confirmed, but the I/c bond was intact. The balloon did not appear to be missing any pieces. The guidewire lumen was returned removed from delivery system, with the spring stretched. Scratches were observed on distal end of the flex shaft. Two sheaths were returned along with the delivery system. The first sheath had multiple kinks observed on middle and distal end of sheath shaft. There was minor distal tip damage, slight delamination near the kinks, but no liner tear was observed. There were light scratches along the sheath shaft. The second sheath was cut from approximately 2.25" from distal tip all the way 3/4" distal to comnut, and the strain relief was cut. There was minor distal tip damage, but no liner tear was observed. There were slight no functional testing was able to be performed due to the condition of the returned device (balloon ¿ burst and distal tip, nose tip ¿ separated). Balloon (single) wall thickness measurements were taken along both sides of the radial tear on the balloon to ensure that the wall thickness was within specification. A thin wall could contribute to a balloon burst. The balloon single wall thickness measurements met specification. The affected work orders did not reveal any issues that could have contributed to the complaint event. Review of lot history for the related work order did not reveal any similar complaints for ¿balloon burst, nose tip separation or withdrawal difficulty¿. No IFU/training manual deficiencies were identified. A review of the complaint history from march 2016 to february 2017 revealed other returned complaints for the 29mm commander delivery system (all models) for a ¿balloon burst¿. A review of the complaint history revealed that the occurrence rates for commander do not exceed the february 2017 control limits for the trend category, ¿balloon burst¿. A review of the complaint history from march 2016 to february 2017 revealed other returned complaints for the 29mm commander delivery system (all models) for a ¿distal tip, nose tip ¿ separated.¿ a review of the complaint history revealed that the occurrence rates for commander do not exceed the february 2017 control limits for the trend category, ¿separated¿. A review of the complaint history from march 2016 to february 2017 revealed other returned complaints for the 29mm commander delivery system (all models) for a ¿delivery system ¿ withdrawal difficulty.¿ a review of the complaint history revealed that the occurrence rates for commander do not exceed the february 2017 control limits for the trend category ¿withdrawal difficulty¿. During balloon manufacturing, the balloon underwent multiple 100% inspections, which includes visually inspected as well as 100% dimensionally. The inflation balloon component was burst tested under sampling plan. The crimp balloon was 100% dimensionally and 100% visually inspected. During manufacturing, the entire delivery system underwent multiple 100% inspections. The fully assembled commander delivery system was 100% final inspected for manufacturing defects by both manufacturing and quality, as well as leak tested. Furthermore, the manufacturing lot underwent product verification testing under a sampling plan. Visual inspection was conducted prior to functional testing for physical defects such as kinks or cracks. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Based on the returned condition of the device, the complaint for balloon burst was confirmed, but no manufacturing non-conformance was identified on the returned device. Dimensional inspection of the balloon revealed that the balloon wall thickness measurements were within specification. Review of case notes and visual inspection reveal that balloon burst is likely due to patient factors (calcification). As stated in the additional comments section above, follow up answers indicated calcification in patient¿s vessels. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. Based on the returned condition of the devices (balloon burst, nose tip separation and damages observed on esheath), the complaint was confirmed for withdrawal difficulty. Available information supports that the burst balloon likely resulted in patient factors resulting in difficulties withdrawing the delivery system. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. As stated in the complaint description, ¿considerable force was required to retract the delivery system (ds) out of the sheath¿. Per standard operating procedure, the entire delivery system should be pulled through the sheath to the tip and removed with the sheath as a unit. This can result in the difficulty experienced during withdrawal. Multiple kinks were observed on the sheath shaft which further supporting the use of extra manipulation/ force in order to withdraw the system. The additional force required to withdraw the delivery system can results in nose tip separation. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device, including: patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, and/or the position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker). As such, the root cause for the balloon burst, nose tip separation and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors. The complaints for ¿balloon burst, distal tip, nose tip - separated and delivery system withdrawal difficulty¿ were confirmed, but no manufacturing non-conformities were identified during the engineering evaluation. Available information suggests that patient and/or procedural factors may have contributed to the complaint. Since no manufacturing non-conformances were identified during the product evaluation and no labeling/IFU/training deficiencies were identified, no preventative or corrective actions are required. Furthermore, since no product non-conformances were identified and the failure modes did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
The devices were received, and preliminary and pre-decontamination evaluations were performed. The delivery system, two sheaths, atrion and separated guidewire lumen were returned. The loader was returned on flex shaft of the first 16f sheath. Multiple kinks observed on middle and distal end of the sheath shaft. No liner tear was observed, there was a small hole on the liner, a slight delamination near kinks, minor distal tip damage, light scratches along sheath shaft (approx 2.5" from distal tip, 5" from distal tip) and damage at 3.5" from distal tip. The guidewire lumen was returned removed from delivery system, and the spring is stretched. The nose tip appeared torn, but does not appear to be missing any pieces. A tear was observed on distal end of inflation balloon, next to the nose tip. It does not appear to be missing any balloon pieces. The radial balloon burst was confirmed, and the I/c bond is intact. Scratches were observed on distal end of flex shaft. The second 16f sheath was received, and the sheath was cut from approx 2.25" from distal tip all the way 3/4" distal to comnut, the strain relief was cut. There was minor distal tip damage, no liner tear observed, and slight scratches observed on distal end. The investigation is ongoing, and follow up has been performed.